Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking-breast.

Event description:
Healthcare professional reported unknown side "unable to remove the implant from the packaging in a sterile fashion". Healthcare professional later reported "could not sterile because package ripped". The surgery was completed with a back up device.. Device was not implanted and discarded.